Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 5 of 5. Reference mffr report#1627487-2016-03186; reference mffr report#1627487-2016-03236; reference mffr report#1627487-2016-03237; reference mffr report#1627487-2016-03238. It was reported the patient has an infection. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Follow-up revealed the infection site is undetermined at this time.

Event description:
Device 5 of 5. Reference MFR report#1627487-2016-03186; reference MFR report#1627487-2016-03236; reference MFR report#1627487-2016-03237; reference MFR report#1627487-2016-03238. Follow-up revealed surgical intervention took place at an unknown date wherein the scs system was explanted due to infection.